Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013: patient presented with following pre-op diagnoses: possible/probable l4-l5 pseudoarthrosis ( non-fusion), status post prior l4-l5 laminectomy, tlif and psf, with inferiorly placed bilateral l5 pedicle screws and advanced l5-s1 disk degeneration, segmental collapse, and l5 foraminal stenosis as a function of that deformity. As per op-notes, ¿surgeon incised the disk at l5-s1, he trialed and chose a 12 x 20 mm peek prosthesis. The center portion of that was packed with local autograft which has been collected during the laminectomy, debrided of soft tissue and passed through the bone mill. Prior to that though we used a pledget of bmp from a medium packet and created a burrito of that and autograft, placed that in the ventral disk first, and then tamped down the peek prosthesis, turned it so it was 12 mm tall and he got excellent fit. Surgeon pulse lavage irrigated the wound, packed strips of bmp from a medium packet and morselized local autograft on the right at l5-s1 and left l5-s1. Patient tolerated the procedure well without any intraoperative complications.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.